Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 3 for the same event. It was reported that during pre-surgery setup for a makoplasty knee surgery, it was discovered that the hose of the motor device left a black residue when it was cleaned, had an oily feeling, and it seemed the rubber hose was breaking down. The reporter stated that ¿this has occurred ever since the drill was received¿. The reporter clarified that the black residue was in a powder form¿. The reporter believed that the ¿report of oily feeling was from the lubricant used during the cleaning process¿. A spare identical device was available but had the same alleged deficiency. A second spare identical device was available but also had the same alleged deficiency. One of the three devices was reportedly sterilized by a "flash or cook procedure" and was used to complete the surgery successfully. The reporter could not clarify which device was used in the surgery. There was a delay of fifteen minutes to the planned surgical procedure due to the set-up for the spare identical devices. The patient remained in the pre-op holding room. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hose was worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to device components being worn due to normal use. If additional information should become available, a supplemental medwatch report will be sent accordingly.